Event description:
A surgeon reported that a pt's dry eye symptoms have worsened in both eyes since having bilateral lasik. This report concerns the pt's left eye. The pt was informed prior to surgery that her dry eyes may be made worse after lasik. The pt had been referred to a corneal specialist and is on several treatments from that doctor. The pt was informed that dry eye syndrome is a chronic condition which must be managed over the long term, but will never go away.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).